Manufacturer narrative:
Device evaluation: a retained cartridge was evaluated by product analysis on 10/03/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed from any component of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was reported the patient¿s blood glucose (bg) was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reported bg excursion does not meet criteria and therefore qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.